Event description:
Related manufacturer reference numbers: 2017865-2023-93544. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited failure to capture. Chest x-ray was performed and revealed lv lead dislodgement. It was also found that the right atrial (ra) lead exhibited noise over-sensing believed to be due to the interaction with the dislodged lv lead. Programming changes were made initially to deactivate the lv lead. The ra lead and lv lead were both explanted and replaced. Patient condition was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Specification measurements, electrical testing, and visual examination were normal with no anomalies found.